Manufacturer narrative:
The manufacturer had previously reported the replacement of the sensro board. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator had a continuous alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.